Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has a navigation ring assembly failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
The customer requested a quotation for the spare parts power management pcba and switch pcba to address the reported issue, which was subsequently approved. The required components were shipped as material only, and no onsite service or repair actions were performed by philips personnel. As a result, no technical evaluation, troubleshooting, or diagnostic assessment of the device was conducted by philips. It is unknown whether these components were installed or replaced as no service confirmation was provided. The investigation concludes that no further action is required at this time. If additional information is received, a supplemental report will be submitted.